Event description:
On 5/12/96 the pt sustained a left ulnar and radius fracture. An open reduction with plate and screw fixation was performed. On admission to this facility, pre-op diagnosis is possible. Spontaneous fracture of radial plate. Admission to facility 6/12/96.